Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the doctor was implanting the valve, and after implanting the catheters, they did the liquid drainage test with the valve, but they saw that the valve did not drain the liquid. The valve was never implanted, and the doctor decided to use a new valve which drained the liquid. The new valve was implanted, and the doctor closed the skin. There was no injury as a result of the event. The patient's medical history was congenital hydrocephalus. Their status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met requirements for leak, siphon, reflux, pressure flow, and pre-implantation testing. During flow testing, fluid was able to pass through the valve. Therefore, the complaint could not be duplicated by laboratory personnel. Particulates were noted on the interior of the valve. It is unknown how or when these particles entered the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance (over-or- under drainage) of the shunt system¿¿ and ¿the system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. All valves are 100% tested at time of manufacture. If information is provided in the future, a supplemental report will be issued.